Event description:
The patient was being treated for lower back pain. The clinician could only recall the device intensity being set to "around 30". The clinician could not recall any other treatment settings. The clinician described the burn as a 2nd degree, estimated at 2 inches in diameter. The burn did not blister, but "was burned into the skin". In regard to the electrode and the burn, the burn occurred on the opposite side away from the wire of the electrode and there was a burn mark on the tip of the electrode. The patient sought medical attention for the injury alone and let it scab over. The patient applied medicated cream and bandaging. The injury did not lead to a delay in treatment.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation, and burns beneath the electrodes have been reported with the use of powered muscle stimulators. Conclusion: ifc waveform demonstrated proper operation of the control and output circuitry. While the unit may generate many waveforms, all but the high volt, use the same output circuitry involved in the generation and delivery on stimulation. See figure 2. Unit passed all test conducted, no anomalies were found. In accordance with the manual, size, type, usage and condition play an important part in the proper delivery an electrotherapy. The electrodes cannot be ruled out as a factor regarding the incident stated in the report. Electrodes appear to be a likely cause or contributor of the reported incident. Patient skin preparation or electrode placement can contribute to the reported incident. The unit meets all manufactures specifications.